Event description:
It was initially reported that the zimmer air dermatome was fitted with the integra dermatome's (model:s) blade. There were no distinguishable features on the blade that could prevent the match, hence it was assumed by the clinician that the device should work properly. However, when the doctor attempted to use the dermatome device at the graft site (anterior left thigh), the blade pulled the skin into the dermatome guard, breaking the full thickness of skin and then tearing the skin. Also, the doctor worked to close the wound appropriately. Upon further inspection of the device, it was noticed that the integra blades were not compatible with the zimmer air dermatome. The original intended procedure was a split thickness skin graft. Additional clinical information determined that the initial graft was unsuccessfully harvested with the zimmer dermatome and a penetrating injury occurred to the patient, down to the fascia layer which had to be closed with suture. He stated that an alternate device was used to retrieve the additional skin graft, from a lateral location from the originally planned site, to complete the surgery. He confirmed that there was a delay of about 20 minutes.

Manufacturer narrative:
The device serial number and manufactured date is unknown. The previous repair history is unable to be performed. The air dermatome was not returned to zimmer surgical for evaluation and repair. Per the clinical follow-up, the customer stated that they utilized a non-zimmer blade from the integra dermatome system with a zimmer air dermatome handpiece. The customer's reported event was not confirmed; however, was most likely due to the use of the non-zimmer blade with the zimmer air dermatome handpiece.